Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument did not confirm the complaint, the broach has no issue to be assembled. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the date code j0907 does not reflect a valid finished goods lot number. Therefore, a manufacturing records evaluation (mre) could not be performed as no valid finished goods lot number was provided with this device.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned instrument did not confirm the complaint, the broach has no issue to be assembled. Depuy synthese considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that 2 corail broaches and 1 neck segment do not connect together to form a trail for a uncemented hip replacement. This was found during surgery, there was no delay in surgery as they had a spare set to hand.